Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. The customer experienced symptoms described as "feeling really bad and almost unconscious" however, there was no loss of consciousness reported. The paramedics were called and upon arriving, a glucose reading of 36 mg/dl was obtained and the customer was administered unspecified IV for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products (sensor and applicator) (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap. The applicator was tested and it fired correctly. No issues were observed. Visual inspection of the sensor cap was formed to be retained inside applicator cap. Sensor patch was inspected and no issues were observed. Extracted data from the returned sensor using approved software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to esa. No malfunction or product deficiency was identified. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.